Event description:
The reporter states that the customer experienced an event where she felt hyperglycemic. She attempted to test on the accu-chek aviva system and rec'd an error. She went to the hosp and her blood glucose result was 500mg/dl on the professional meter. She rec'd "8ml of an unknown treatment intravenously." New system sent and return requested.